Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell ring and missing additive. The following information was provided by the initial reporter. The customer stated: we detected this week on several tubes a blood film and also in few cases fibrinogen clots on top of the serum after centrifugation. Both can cause troubles with the analyzers and thus our correct transmission of medical results. Cold temperatures or wrong rotation speeds could be excluded as a reason. By that time, we draw back the appropriate lot from all our centers and switch to another lot.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and fibrin was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell ring and missing additive. The following information was provided by the initial reporter. The customer stated: we detected this week on several tubes a blood film and also in few cases fibrinogen clots on top of the serum after centrifugation. Both can cause troubles with the analyzers and thus our correct transmission of medical results. Cold temperatures or wrong rotation speeds could be excluded as a reason. By that time, we draw back the appropriate lot from all our centers and switch to another lot.